Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt little black rubber plug came out of the air injection site of the trocar. The physician's assistant had to put a 3 way plug stop clock in order to finish the case. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).